Event description:
It was reported at implant attempt, the lead was positioned once. During repositioning, due to low r-wave sensing, the helix would not extend even with up to 20 to 25 turns. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted, there was blood in/on the helix/lobe mechanism and the sleeve head.